Event description:
The customer reported to philips healthcare that an unspecified alarm sounded on the heartstart mrx. There was no reported patient impact.

Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted upon completion of the investigation.